Event description:
Twenty two (22) reports of product problems associated with cyclesure biological indictor. The events concern suspected positive reactions with loads unrecalled.

Manufacturer narrative:
The total reported events were identified from a retrospective review of complaints files 2006 through 2008. There are total files identified by complaint products issue numbers (pi#) included in this report. This report covers all malfunctions for the cyclesure bio-indicator.